Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The device history record was reviewed and found no irregularities. Omsc determined that the reported turn-off failure was attributed to malfunction of the subject device, based on the evaluation result of the subject device by an olympus local service engineer. However, the root cause of malfunction of the subject device could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used with an evis lucera elite xenon light source olympus clv-290sl and evis lucera elite video system center olympus cv-290. In the procedure, the clv-290sl was turned off twice. At the first time the clv-290sl was turned off, a warning message with instructions on how to clean it was displayed. At the second time the clv-290sl was turned off, the patient was having a bleed. The intended procedure was cancelled. There was no patient injury reported. However, the patient had to be transferred to another endoscopic room while the failure phenomenon occurred. As an evaluation result by an olympus local service engineer after the event, there was no fault was found with the clv-290sl and the cv-290 and it was identified that the fault is with the subject device.